Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 alarm found during testing. However, pump error 63 alarm (variable info=03) confirmed in the pump history file due to a hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and an insulin flow blocked alarm. The customer was able to clear the alarm and able to complete the rewind. Performed self-test and it did not pass and an error occurred again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.